Event description:
On (B)(6) 2012, the pt reported that her infusion device shut off while she was attempting to program a bolus. The pt stated that she heard the device beep as if there was an alarm, but nothing was displayed on the device. The pt put a new battery in the device and it vibrated and beeped, but nothing was displayed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced. The infusion device, battery, and battery cover were requested to be returned for product evaluation.

Manufacturer narrative:
Product was received for evaluation on (B)(4) 2013. The infusion device was evaluated, and the complaint was verified. There is a short circuit on the energy supply path of the insulin pump electronics. The short circuit was caused by conductive material (e.g. Tin-solder) within the insulin pump housing. Tin-solder splashes can build up during the soldering process of the electronic components. This behavior can occur temporarily since solder splashes are distributed randomly. The pump correctly triggered the e8 (power interrupt) error message. The battery cover passed the optical inspection.